Event description:
The customer reported that while the unit was in use on a pt, the customer tripped on the monitor cord and caused the monitor to fall to the floor. The monitor was not attached to the console or the cart at the time of the incident. The pump remained operating but the keypad would not work. The customer turned the iabp on and off, but the keypad did not function. The iabp was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep confirmed the reported event of keyboard being not operational. The keypad controller board assembly (part # 0670-00-1145) was replaced. All the connections to the controller board were checked and the chip was reseated. In an unrelated repair the male luer lock fitting (part # 0103-00-0398-01) and the he tank valve knob (part # 0366-00-0092) were replaced. The company rep performed preventive maintenance, calibration, functional tests and safety checks. The unit met functional specs and was returned to the customer. (B)(4)5.